Event description:
It was reported that shortly after this implantable cardioverter defibrillator (ICD) was implanted, this right ventricular (rv) lead exhibited high capture thresholds and high impedance measurements. The patient complaint of diaphragmatic stimulation. A revision procedure was performed and it was successfully repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.